Manufacturer narrative:
A supplemental is being submitted for additional information and device analysis. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed consistent decrease in power consumption to parameters below the normal operating range within the analyzed period of 31/aug/2020 through 15/sep/2020, along with a sudden decrease in power consumption on 14/sep/2020. 58 low flow alarms were logged since 04/sep/2020. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. A correction supplemental report is being submitted for additional event details and date of event. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad patient felt dizzy, fell and hit their head on a door frame. The patient lost consciousness for approximately four minutes and then woke up on their own. It was reported that the patient did not drink or eat the day before. The patient was admitted and a head computerized tomography (CT) scan was negative for cerebrovascular accident (cva). The vad flows were between 0.7l and .08l with a historical review with flows as low as 0.3l. The patient's lactate dehydrogenase (ldh) was normal with no hemolysis and patient was asymptomatic. The patient received a bolus of intravenous (IV) fluids. Ivf. The patient's hematocrit (hct) was decreased which improved the vad flows. The patient's mean arterial pressure (map) was 68 and the patient flows were in approximately 3.6l and they were asymptomatic.

Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow and low power event was confirmed through log file analysis which revealed consistent decrease in power consumption to parameters below the normal operating range within the analyzed period of (B)(6) 2020 through (B)(6) 2020, along with a sudden decrease in power consumption on (B)(6) 2020. 144 low flow alarms were logged since (B)(6) 2020. Information provided by the site indicated that the vad patient felt dizzy, fell and hit their head on a door frame. The patient lost consciousness for approximately four minutes and then woke up on their own. Of note, it was reported that the patient did not drink or eat the day before. The patient was admitted and a head computerized tomography (CT) scan was negative for cerebrovascular accident (cva). The vad flows were between 0.7l and .08l with a historical review with flows as low as 0.3l. The patient's lactate dehydrogenase (ldh) was normal with no hemolysis and patient was asymptomatic. The patient received a bolus of intravenous (IV) fluids. Ivf. The patient's hematocrit (hct) was decreased which improved the vad flows. The patient's mean arterial pressure (map) was 68 and the patient flows were in approximately 3.6l and they were asymptomatic. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow and low power event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, syncope is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of syncope. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the patient not drinking or eating the day b efore, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad patient felt dizzy, fell and hit their head on a door frame. The patient lost consciousness for approximately four minutes and then woke up on their own. It was reported that the patient did not drink or eat the day before. The patient was admitted and a head computerized tomography (CT) scan was negative for cerebrovascular accident (cva). The vad flows were between 0.7l and .08l with a historical review with flows as low as 0.3l. The patient's lactate dehydrogenase (ldh) was normal with no hemolysis and patient was asymptomatic. The patient received a bolus of intravenous (IV) fluids. Ivf. The patient's hematocrit (hct) was decreased which improved the vad flows. The patient's mean arterial pressure (map) was 68 and the patient flows were in approximately 3.6l and they were asymptomatic.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited power below the normal range. The vad remains in use. No patient complications have been reported as a result of this event.